Event description:
Legal claim received. Patient suffers from loosening, pain, and inability to walk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available. Conclusion and justification status for MDR: update october 27, 2015: devices received for evaluation: on the lateral anterior chamfer, the cement extended off the lateral side approximately 2mm. This cement protrusion may have created interference with soft tissue in the knee, potentially leading to pain. Remnants of bone were present on the anterior flange and the medial condyle. The presence of bone and bone cement indicates that any loosening that occurred was due to poor bone quality. There was no fracture or other observed deficiency in the material of the components that would have contributed to the loosening and pain reported. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot code required was not provided. There is litigation involving this patient. Follow-up activities are being performed by the depuy legal team. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.